Event description:
See also MFR report 3007566237201003659. Since getting the two implants, the pt experienced shocks, tingles, pain, and jolts in her legs and feet and she couldn't stand shoes anymore. She also had a sleep disorder, back aches, low grade fevers, shingles, and blisters at the sites of the implants and wires. The pt was told it seemed like she had auto-immune problems from the devices. Her symptoms were getting worse with time. There were many device reprogramming sessions and the pt underwent botox and internal massage. She experienced health deterioration, financial loss, mental and physical pain. The pt was trying to find a physician to remove the devices. Further f/u was not possible.

Manufacturer narrative:
(B) (4). Http://www.inspire.com/groups/bladder-diseases/discussion/interstim-implant/.